Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR: a synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed stent damage. Strut segment 8 from the proximal end of the stent was lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter (od) was measured and the result was this is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 29-nov-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After predilation was performed with a 2.0x20mm non-bsc balloon catheter, a 3.00 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to angulation. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.